Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid-right coronary artery that was moderately tortuous, moderately calcified and 75% stenosed. The nc traveler rx 3.25 x 12 mm balloon dilatation was advanced to the lesion with resistance. During the first inflation, the balloon ruptured at 18 atmospheres. Once outside of the anatomy, the nc traveler balloon catheter was flushed with saline and saline was observed to be coming out of the middle of the balloon. A new 3.5 x 15mm nc traveler balloon catheter was used to successfully complete the procedure. The device was prepped according to the instructions for use and there was no resistance during removal of the protective sheath. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.